Manufacturer narrative:
The icycatheter was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
A patient was hospitalized and underwent treatment for hypothermia after cardiac arrest. Seventy two hours after the icy catheter was placed, thermogard xp ivtm system generated airtrap alarm and empty saline bag was noted. No fluid were noted around the patient or on the floor. The catheter leak was suspected. The airtrap alarm was cleared on the thermogard console and treatment was continued with new saline bag. Per reporter, the catheter was not replaced since the customer was able to reach the target temperature and is in stable condition. No patient consequences reported.

Manufacturer narrative:
The reported event was confirmed during functional testing of the returned icy catheter (lot # 78961). A bond leak was observed at the distal end of distal balloon. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bonding leak was observed at the distal end of distal balloon. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported of the icy catheter with lot# 78961.